Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging from 407-427 mg/dl. Customer delivered a correction bolus and adjusted profile settings while on medication. A system check was performed and it was found the connection between the cartridge tubing and the infusion set was not secure. Reportedly, the pump supplies were in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.